Event description:
Pt admitted 1/2/94 with fractured left hip and radius. Surgery performed 1/2. On 1/3 pt ceased to breathe, pulseless. CPR initiated. Code called. Nursing supv attempted to defibrillate, found defibrillator not firing. Retrieved another unit. This defibrillator fired but code attempts not successful. First defibrillator unit had been checked on 12/30/93 in accordance with hosp policy on weekly checks of equipment and was found to be in working order. After the event, the first unit was checked by the hosp's engineering dept and was found to be in working order.